Manufacturer narrative:
Tech found the bed had a very slow drift over several hours. Replaced the two spring shocks to resolve this issue.

Event description:
Complaint indicated that the head section had a slow drift down. No injury reported.